Event description:
Distributor received an out of service repeort which stated that this lead was removed from service because of a "lead fracture and insulation break." Distributor also received a user facility report which stated "patient had aicd pacemaker and lead replacement done. It was found that one lead was not sensing correctly and needed replacement. Another lead was implanted on 9/1/93. However, the malfunctioning lead was capped and retained in the patient to reduce trauma. Two leads in at time of malfunction. Unable to match exact serial number. Implant date 8/4/92. Removed from service 9/1/93. Total implant time 13 mo.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.